Manufacturer narrative:
The insulin pump received with alarms during basic occlusion test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin is squirting out of the insulin pump during the prime process. The current blood glucose reading is 173 mg/dl. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.